Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/20/2025. Data was further reviewed and the performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 4:38 pm on (B)(6) 2025. The session lasted 9 days and 22 hours and ended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2025 and (B)(6) 2025. On (B)(6) 2025, while the patient was sleeping, her continuous glucose monitor (cgm) stopped displaying readings and did not provide a low glucose alert. The device cannot issue a low estimated glucose value (egv) alert if no egv is available. The patient became unconscious but later regained consciousness on her own. Upon waking, the cgm displayed low, followed by a brief sensor issue message. Later that afternoon, after her husband arrived home, the patient called 911. When ems arrived, a fingerstick blood glucose check measured 95 mg/dl, while the dexcom app continued to show brief sensor issue. No treatment or medication was administered. Ems advised that hospital transport was not necessary since her blood glucose level was stabilizing. No additional details were documented. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.